Event description:
A us distributor contacted zoll to report that battery charger/modem (B)(4)was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4)has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was unable to recognize inserted battery packs. The root cause for the failure was isolated to a shorted u13 cmos flash microcontroller on the battery charger bedside board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component.